Event description:
MRI scanner was unable to be utilized starting in evening until afternoon the next day. Engineering was contacted and began working on the scanner. The MRI department had to reschedule 7 of our outpatients, and 2 of our inpatients were discharged from the hospital without getting their mris.